Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: predictors of outcome events and 6-year mortality after carotid endarterectomy and carotid stenting in patients with carotid artery stenosis author: lesko n., maretta m., skorvanek m journal: polish journal of neurology and neurosurgery year: 2021 vol/issue: 55(1) ref: 10.5603/pjnns.a2020.0089 age or date of birth: average age. Sex: majority gender. Date of event: date of publication. Journal reported death but there is no information to suggest the device caused or contributed to the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study which aimed to evaluate the results of carotid endarterectomy (cea) and carotid st enting (cas) in patients with carotid artery stenosis, and their effect on long-term mortality and morbidity, as well as to identify predictors of long-term mortality in a single-centre observational study. 580 patients were included in the study (259 cea patient¿s and 321 cas patients). Carotid stenting (cas) was carried out following a standardised protocol; the percutaneous transfemoral app roach under local anaesthesia was used. Medtronic¿s protégé rx and cristallo ideale stents were amongst the stents used. All procedures were performed with cerebral protection devices, distal protection (filters), or a mo.ma proximal protection device (mo.ma). The primary outcome was the combined risk of any stroke, or death within 30 days. Secondary outcomes were any stroke, disabling stroke, tia, myocardial infarction, severe local complications (after cas) and non-severe complications (nerve palsy after cea, hypotension and bradycardia after cas). Late outcomes included the combined endpoint of ipsilateral stroke, restenosis (evaluated by ultrasound examination) after three and 12 months, 6-year mortality rate, and the occurrence of any stroke during those six years. Complications reported in the cas group included mild stroke or tia, severe stroke, haemorrhagic stroke, mi, verified restenosis within 12 months, contralateral >70% stenosis or occlusion, and severe local complications at site of cas. Repeated interventions are reported for 11% of patients in the cas group. Death by the end of the follow-up period is reported in 29% of patients in the cas group. During the 7-year follow-up period ischaemic stroke, subarachnoid haemorrhage, and intracerebral haemorrhage are reported. The author concludes that long-term mortality, as well as the long-term prevalence of stroke, does not differ between patients undergoing cea and those undergoing cas. There is no established or suspected causal relationship between the device(s) and the death events.